Manufacturer narrative:
(B)(4). Teleflex did not receive the device for evaluation therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers/serial numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) started alarming helium loss alarms. Blood was found in the tubing and the intra-aortic balloon (iab) was immediately removed by the doctor at the bedside. There were no patient complications and no difficulty with removal. They chose not to insert a second iab and the patient remains stable today, "doing very well".

Manufacturer narrative:
(B)(4). Sample was not saved; not being returned to teleflex.

Event description:
It was reported that the intra-aortic balloon pump (iabp) started alarming helium loss alarms. Blood was found in the tubing and the intra-aortic balloon (iab) was immediately removed by the doctor at the bedside. There were no patient complications and no difficulty with removal. They chose not to insert a second iab and the patient remains stable today, "doing very well".